Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin would not flow during the injection. Verbatim: consumer reported, no insulin flow when taking injections stated, she had gone through a lot of needles and she only has 7 pen needles left for her injections consumer stated, she take 1 shot per day, reached out to pharmacy to see if they could advance consumer a free box and I would replace it. Pharmacist declined to help consumer. Explained to consumer to check with her doctors office for sample slot: (B)(4), catalog: 320122, date of event:, unknown samples: no cl."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin would not flow during the injection. Verbatim: consumer reported, no insulin flow when taking injections stated, she had gone through a lot of needles and she only has 7 pen needles left for her injections consumer stated, she take 1 shot per dayreached out to pharmacy to see if they could advance consumer a free box and I would replace it. Pharmacist declined to help consumer.explained to consumer to check with her doctors office for samples lot: 0008990, catalog: 320122, date of event: unknown samples: no cl"